Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was dizzy, diaphoretic, and had presyncope. The cgm was 65 mg/dl and the bg was not checked; however, the patient felt his bg was lower than 65 mg/dl based on the severity of his symptoms. The patient ate, but was incapacitated and asked a bystander to help him get sugar. Afterward, the patient was fine. There was no documentation of further medical evaluation or intervention. The patient was feeling better at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.